Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption #(B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. This is the only complaint that has been received on this material batch. The dentist has not responded to calls to discuss incident. He had recently switched to venus pearl and a usage error may have occurred.